Manufacturer narrative:
Isi received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument¿s distal clevis ear was cut off to find the conductor wire broken at the weld. The instrument was also found to have thermal damage on the yaw pulley. The root cause of these failures is attributed to device design. Additionally, the instrument was found to have thermal damage on the conductor wire cap. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided for review. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#, and event date. The instrument was last used on (B)(6) 2021 on system sl0596. The instrument had 8 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. There was also evidence of thermal damage to the weld and proximal to the ceramic sleeve with no indication or claim of user mishandling or misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. Although there was no report of patient injury due to the identified failures, the failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is not applicable because the product is not implantable. The information for blank fields is not available. Fields PMA/510k (2020 reports), adverse event, if follow-up, what type?, and recall: (if recall number is given) are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument had a cable that was outside of the instrument tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to follow-up for additional information related to the event. However, no further details have been obtained as of the date of this report.